Event description:
The customer reported to baxter (B)(4) regarding the dual luer lock cap. The product is used as a end cap for a line and a leak occured at the cap end. The process step was during use therefore there was patient involvement. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned one used sample and 6 companion samples for evaluation. The samples were visually and functionally tested and the reported condition was not confirmed. During visual inspection no defects were observed. The seven units passed the pressure test at 8psi and functional testing. A batch review was performed on the reported lot with no deviations found. An assignable root cause could not be determined. This issue is being investigated through CAPA.